Manufacturer narrative:
Concomitant medical products: product ID 3387-28. Lot# 0210897238, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced post-operative delirium with initially aggressive behavior followed by a prolonged apathetic phase. Due to these symptoms, the implantation of the implantable neurostimulator (ins) was postponed to (B)(6) 2016. The reported symptoms were stated to be related to the medical procedure. The patient was treated with haldol medication and was hospitalized, and it was stated that the issue was resolved. The patient's medical history included chorea and huntington's disease

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.